Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the writer went in to assess the patient, no drainage was noted in the foley bag. At the start of the shift, a small amount of drainage had been observed in the tubing. The writer asked the patient if the bag had been emptied, and the patient stated that it had not. The foley tubing had been routed through the patient¿s pants, making it impossible to see whether it was secured in the leg strap. A bladder scan showed 800 ml. The patient reported being comfortable and did not feel an urge to void. When the patient removed their pants, the foley catheter was found to be out of place with the balloon deflated. No trauma was noted to the penis, and the patient stated they did not feel any pain or a ¿tug¿ and were unsure how it happened. The foley catheter was placed in a specimen bag and provided to the cne.